Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325 - 1219. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient was admitted to hospital being sick and the reason was found due to high bg and diabetic ketoacidosis. The treatment was given to the patient in the hospital was insulin drip and potassium drip. The prescription medications for blood pressure and renal failure were given to the patient. On (B)(6) 2025, the patient was discharged from the hospital.